Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked and the yellow (pgnd) wire was open. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open yellow wire. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.